Manufacturer narrative:
Date of event is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg implant site. In turn, surgical intervention was undertaken between 2011 and 2012 (exact surgery date unknown) wherein the ipg was repositioned to resolve the discomfort. No new products were implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.